Event description:
It was reported that; patient was mentioned to have had incision redness with lumps / vitoss under the skin which eventually was identified as resolving. Per patient records attached; patient experienced probable local reaction to superficial vitoss granules.

Manufacturer narrative:
Method: risk assessment; additional document review results: the reported device is a vitoss. The reported event of local reaction to superficial vitoss granules was confirmed via patient records provided for review. The reported event notes patient experienced probable local reaction to superficial vitoss granules and medical records noted local reaction resolved; therefore, the actual severity is s2. This is in-line with the referenced risk documentation. No action will be taken at this time. Device history review could not be performed as the reported device was not properly identified. Device evaluation could not be performed as no items were returned. Complaint history review could not be performed as the reported device was not properly identified. Medical records review indicated "probable local reaction to superficial vitoss granules" [...] Radiographic review notes; "[...]early incorporation of the vitoss, but still the flecks of some residuals in the soft tissues. Essentially resolved local wound reaction to the vitoss now three months postop with early incorporation of the graft." Based on the reported event and the medical records provided the most likely cause of the reported event was a probable local reaction to superficial vitoss granules. Further office visits confirm there is early incorporation of the graft and the local wound reaction to vitoss has essentially resolved at three months post op. No further follow up visit notes after 09-dec-2002 provided. Conclusion: based on the reported event and the medical records provided the most likely cause of the reported event was a probable local reaction to superficial vitoss granules.

Event description:
It was reported that; patient was mentioned to have had incision redness with lumps / vitoss under the skin which eventually was identified as resolving. Per patient records attached; patient experienced probable local reaction to superficial vitoss granules.